Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples or photos were submitted to the manufacturer for evaluation. Through visual examination of reserved samples, no deviations or issues were observed. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the reported issue could not be observed. However, the reported event is consistent with previously observed cases and available evidence. As part of the continuous quality improvement process, an approved project is in place to further address issues with foreign matter. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: during raw material inspection, 1 unit was identified to have particulate matter - mobile.